Event description:
The customer reported that "part of the test did not show." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.